Event description:
It was reported that the patient felt like her chest, neck and arms were cold and she was shivering. The patient was unsure if that could be related to stimulation. The reporter stated that the patient was on vesicare, an antibiotic, and was on bladder training. It was noted that the patient also saw her healthcare provider (hcp) the previous thursday and was told she may have a low grade urinary tract infection (uti). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va002am, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).